Manufacturer narrative:
(B)(4).

Event description:
Aptus endoanchors were implanted in patient for endovascular treatment. It was reported that during the index procedure, the second endoanchor fractured when the physician was deploying the endoanchor into the right proximal portion of the endurant stent graft. The physician stated that part of the fractured endoanchor remained implanted into the stent graft. The other part of the fractured endoanchor traveled to patient's left upper pole of the left kidney and caused thrombosis in the left upper pole of the left kidney. The patient lost flow to the upper pole of the left kidney. No secondary intervention was scheduled. Per the physician, the cause of the event was unknown. It was further reported that the anchor was being implanted prophylactically and there was no calcium present in the neck. It was also noted that the applier did not torque during deployment. No clinical sequelae were reported.